Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, low sensing was observed on the right ventricular (rv) lead. Repositioning was attempted but the helix did not retract. A different lead was used to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
The reported inability to retract the lead helix could not be confirmed. The lead was returned with the helix fully retracted, and with dried blood and tissue in the helix housing. Additionally, the inner coil inside the connector region was over-torqued, consistent with procedural damage. As a result, the helix could not be extended, upon receipt. After the lead was cut and the helix housing was cleaned, the helix fully extended and retracted. Electrical tests on the lead were normal. The cause of low sensing could not be determined.